Manufacturer narrative:
This is a supplemental to report 9610816-2025-000831 as the customer has accepted the provided quote. The remote support engineer arranged the device to be sent into philips bench repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that there was no issue with the speaker. The unit was tested for 24 hours connected to various simulators and the defect reported by the customer could not be reproduced. Preventively the speaker and mainboard were replaced on precaution. Based on the information available and the testing conducted, philips was not able to replicate the reported problem and the exact cause of the reported issue is unknown. The reported problem was not confirmed. The device was operation to its specification after the speaker and mainboard has been replaced on precaution. The device was returned to the customer d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporter and reporting institution phone#: (B)(6).

Event description:
The customer reported the device has a speaker error. A good faith effort attempt conducted to receive information if the device still produced audible sound and if the device was in use at the time of the reported allegation did not reveal new information. It is unknown if the device was in use on a patient. There was no report of patient or user harm.